Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer also stated that they had symptoms like nausea, vomiting and weakness. Customer went to emergency room then intensive care unit. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.